Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause for the reported atrial perforation could not be conclusively determined. The reported patient effect of perforation, as listed in the instruction for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Mitraclip xtw (lot: 31031a1031) was implanted successfully. Post procedure, due to presence of atrial septal defect a unknown abbott occluder was implanted. On (B)(6) 2024, the patient returned with double vision and was bacteremia. A MRI was performed which identified a clot/vegetation on the clip and in the left atrial appendage.